Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 41.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated approximately 19 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. It is reasonable to assume that these damages resulted from a tight suture. Furthermore, in this region cuts in the insulation were found which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted during valve replacement surgery on (B)(6) 2019. No complaints on the lead were reported at that time. On (B)(6) 2019, the lead was returned with documentation stating that the patient had severe tricuspid valve regurgitation, and that this issue was lead related. Should additional information be received, this file will be updated.